Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during unpacking shaft kink occurred. The event occurred during preparation of the device, outside the patient. The shaft of a promus element stent delivery system was kinked. Another device was used to complete the procedure. The status of the patient is stable. Analysis of the returned device revealed stent dislodgement and stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). The device was returned with the stent dislodged from the stent delivery system (sds). The stent was returned inside the stent protector, 4mm of the stent was protruding from the stent protector was damaged. A visual and microscopic examination of the stent noted the struts were misaligned and kinked. The damage noted to the stent may have occurred when the physician was removing the device from the patient. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The balloon was tightly wrapped and was not subjected to positive pressure. There were crimp marks clearly visible on the balloon material. These crimp marks indicate where the stent was originally crimped. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage as the event occurred prior to patient contact. (B)(4).